Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
(B)(6). BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE SERIOUS INJURY. REQUEST WAS PERFORMED FOR ADDITIONAL INFORMATION INCLUDING LOT NUMBER; HOWEVER, LOT NUMBER WAS NOT PROVIDED. A COMPLAINT INVESTIGATION WAS INITIATED UNDER COMPLAINT INVESTIGATION. UNFORTUNATELY, NO SPECIFIC LOT NUMBER WAS IDENTIFIED, WHICH LIMITS THE ABILITY TO TRACE OR ANALYZE A PARTICULAR ITEM. INVESTIGATION IN PROGRESS. TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER. REPORTING SITE: 8021545. MANUFACTURING SITE: 8021545.

Event description:
IT WAS REPORTED BY THE PATIENT THAT HE EXPERIENCED HIGH BLOOD GLUCOSE 400MG/DL AND WAS TREATED BY INSULIN BY PUMP ON (B)(6) 2026.

Manufacturer narrative:
Additional information - This Medical Device Report (MDR) is being submitted to include the below:H6: IMDRF Health Impact Code & Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions.H11: Investigation summary.Complaint Investigation Results: Review of complaint record (b)(4) event description and all available information and assigned malfunction code it has been determined the complaint does not allege a product malfunction has occurred. Therefore, no further investigation is required. Conclusion of Complaint Investigation: Lot Number 6016011 was provided; however, no product malfunction was alleged.Corrective and Preventive Action (CAPA) determination: Based on the available information, no further investigation is required, nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (Monthly TRIPS and Alerts). Summary Conclusion: Based on the available information, the investigation has been performed, and the complaint could not be confirmed. Therefore, the complaint is closed based on the event description and all information made available.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 8021545.